Event description:
It was reported that a pump malfunction occurred after the customer went to the pool without removing the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The call with the customer got disconnected, so no additional information was received regarding the outcome of the event.